Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific technical services (ts) received a call from the boston scientific representative. The patient had called the clinic and reported the icm device came out of their body, and they have the explanted icm device in a bag for storage. The physician asked the boston scientific representative if the icm device can be sterilized and re-implanted. Ts provided to the boston scientific representative this is not advised per labeling and another icm device should be used if re-implanting. Additional information has been requested but not provided. The icm device is not expected to be returned at this time. No other devices have been implanted. There were no additional adverse patient effects reported.